Event description:
It was noted that the patient at the time of implant had a brain bleed that delayed the time when the implant could be turned on. After that point, the patient got great relief from his symptoms and was doing "exceptionally well." He had some shaking in the left foot, but they were able to "dial" that out and the gait was perfect. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be filed.

Event description:
Additional information received reported that the cause of the event was the lead placement. It was noted that a CT scan was done on (B)(6) 2012. The reporter stated that the patient required hospitalization, and recovered without sequelae.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type lead. (B)(4).